Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that his blood glucose level dropped to 20 mg/dl. He ate cookies to treat his low blood glucose level. He was having issues with the sensors. The customer received several lost sensors. The device was not returned.